Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the main battery of the monitor failed the battery test during functional testing. The monitor was originally returned for repair of an arterial module failure when the battery issue was found. Since the event occurred at the service center, there was no pt involvement during this event.